Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had 2 bent cannulas which led to high blood glucose and an emergency room visit. Customer was hospitalized on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Customer had mild diabetic ketoacidosis. Customer was treated and then released. Customer treated with an injection of lantus and saline. Customer was wearing the pump at the time of the hospitalization. Caller stated that the insulin exited at the quick release. Caller was advised to remove the infusion set from the customer's body. It was found that the cannula was bent. Caller declined to continue pump troubleshooting. Customer was advised to do a complete set change.